Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cannula seal involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. Visual inspection did not reveal any damage. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, at the time an instrument was installed, the site observed a broken valve in the cannula seal and an alleged air leak occurred. The procedure was completed with no reported injury.